Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 253853 did not highlight any anomaly which could contribute to this reported event. A similar complaint review was completed. As of 05th november 2015 five further complaints has been opened in relation to lot # 253853. Complaint (B)(4) detail the same reported event, occurred at the same time and were reported by the same physician. Both complaints detail the following; 'the physician noticed that when the devices are inserted and the dilator that is in the device are removed, it creates a vacuum and sucks air into the introducer'. The root cause could not be determined and devices were not returned for both complaints (B)(4). The reported events are not similar to this complaint (B)(4). Complaint (B)(4) both detail an as reported event of vessel dissection which is not similar to this complaint ((B)(4)). Complaint (B)(4) details an as reported event of sheath kink which is not similar to this complaint ((B)(4)). As a result of this review it can be concluded that no trend can be identified. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. The most probable root cause classification code assigned to this complaint is 'undeterminable' where review and analysis of all available information fails to indicate a root cause or probable root cause'. This complaint details device deficiency specific to the valve where the physician was "unable to lock the valve and valve was jammed lock inappropriately due it which, it was unable to re-sheath the valve". There is no indication that the valve specific issues could relate to the lotus introducer sheath. Additional information has been requested specific to the vascular complication' reported. Additional information was received on the 04th november 2015 however this information does not clarify the reported vascular complication. The additional information is held in the report file for this complaint and details that the vascular complications were minor. Atrial ventricular block is specific to the heart and is not likely to be related to the lotus introducer sheath which does not reach this location within the anatomy. It was concluded that the root cause classification for this aspect of the complaint is 'undeterminable' and as the lotus introducer sheath is not likely to contribute to the reported event. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing or design failure associated with this complaint. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
Reprise japan 3311rj008 (vascular complication of the femoral artery) procedure summary: -the subject was enrolled into (B)(6) study on an unknown date. -at the time of reporting, details of index procedure remains unknown. Site has been queried for the same. -of note, per device deficiency form, on (B)(6) 2015, lotus valve of unknown size (lot# 10000283) was attempted to be implanted. However was unsuccessful and valve was retrieved (please see the device description below). -the initial lotus valve (lot# 10000283) was exchanged with a second lotus valve of unknown size (lot# 10000703) which was implanted successfully. Event description: difficult or unable to lock the valve and resheathe the valve (device deficiency): -on (B)(6) 2015, the lotus valve of unknown size (lot # 10000283) was attempted to be deployed. -however, it was unable to lock the valve and valve was jammed lock inappropriately due it which, it was unable to resheath the valve. -site has reported the device deficiency for the same. -the lotus valve of unknown size (lot # 10000283) was retrieved and was exchanged for a second lotus valve of unknown size (lot# 10000703) which was implanted successfully. -per edc, device deficiency led to a serious adverse event. Complete atrial ventricular block (001)/ vascular complication of the femoral artery (002): -on (B)(6) 2015, the subject experienced vascular complication of the femoral artery and developed complete atrial ventricular block. -per edc, on an unknown date, vascular complication of the femoral artery was treated with surgical vascular repair. -on (B)(6) 2015, the outcome of the event (ae 002) was considered to be recovered/resolved. -at the time of the reporting, the outcome of ae 001 was not reported. -no additional information is available at this point of time and site has been queried for the same. -potenti.al relationship to study procedure per investigator (ae 001 and ae 002): not related adjudication results: event 1: complete atrial ventricular block adjudication results: no cec adjudication results required event 2: vascular complication of the femoral artery adjudication results: no cec adjudication results required event 3: difficult or unable to lock the valve and resheathe the valve adjudication results: no cec adjudication results required

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
(B)(6) (vascular complication of the femoral artery) procedure summary: -the subject was enrolled into (B)(6) study on an unknown date. -at the time of reporting, details of index procedure remains unknown. Site has been queried for the same. -of note, per device deficiency form, on (B)(6) 2015, lotus valve of unknown size (lot# 10000283) was attempted to be implanted. However was unsuccessful and valve was retrieved (please see the device description below). -the initial lotus valve (lot# 10000283) was exchanged with a second lotus valve of unknown size (lot# 10000703) which was implanted successfully. Event description: difficult or unable to lock the valve and resheathe the valve (device deficiency): -on (B)(6) 2015, the lotus valve of unknown size (lot # 10000283) was attempted to be deployed. -however, it was unable to lock the valve and valve was jammed lock inappropriately due it which, it was unable to resheath the valve. -site has reported the device deficiency for the same. -the lotus valve of unknown size (lot # 10000283) was retrieved and was exchanged for a second lotus valve of unknown size (lot# 10000703) which was implanted successfully. -per edc, device deficiency led to a serious adverse event. Complete atrial ventricular block (001)/ vascular complication of the femoral artery (002): -on (B)(6) 2015, the subject experienced vascular complication of the femoral artery and developed complete atrial ventricular block. -per edc, on an unknown date, vascular complication of the femoral artery was treated with surgical vascular repair. -on (B)(6) 2015, the outcome of the event (ae 002) was considered to be recovered/resolved. -at the time of the reporting, the outcome of ae 001 was not reported. -no additional information is available at this point of time and site has been queried for the same. -potential relationship to study procedure per investigator (ae 001 and ae 002): not related adjudication results: event 1: complete atrial ventricular block. Adjudication results: no cec adjudication results required. Event 2: vascular complication of the femoral artery. Adjudication results: no cec adjudication results required. Event 3: difficult or unable to lock the valve and resheathe the valve. Adjudication results: no cec adjudication results required.